Event description:
The customer reported they felt the output of their vaporizer was higher than expected. There was no report of pt involvement.

Manufacturer narrative:
The unit was returned to the manufacturing site for investigation. The unit was tested, and the reported complaint was confirmed. The root cause was determined to be wear related breakdown of the rotary valve/valve plate. The rotary valve and valve plate were replaced, and the vaporizer went operational within specifications.